Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were noted when it comes to this device and competitor lead. A review by boston scientific technical services (ts) noted many abrupt jumps in pace impedance measurements over the past years with the first jump being august 2017. Other lead values appeared normal and no noise was seen on the electrocardiogram. It was noted that many anti tachycardia response episodes were seen due to oversensing. Ts discussed doing an x-ray to investigate this issue. The system remains implanted. No adverse patient effects were reported. Additional information noted that an x-ray was performed and showed no lead or connection issues. The patient also attended a device check, maneuvers and device manipulation. No impedance changes, no issues with sensing or loss of capture was noted as a result of manipulation and maneuvers. The patient will continue to be monitored via remote monitoring.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range pace impedance measurements were noted when it comes to this device and competitor lead. A review by boston scientific technical services (ts) noted many abrupt jumps in pace impedance measurements over the past years with the first jump being (B)(6) 2017. Other lead values appeared normal and no noise was seen on the electrocardiogram. It was noted that many anti tachycardia response episodes were seen due to oversensing. Ts discussed doing an x-ray to investigate this issue. The system remains implanted. No adverse patient effects were reported.